Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 215mm (length) thoracic dissection. The proximal thoracic diameter was noted as 29.8mm with an aortic arch angulation of 66 degrees. It was reported during the index procedure after the stent graft was implanted, an angiogram was performed and it was observed that a stent had opened through the false lumen. Per the physician the cause of the event was undetermined however it was noted that during deployment, the distal end of the graft was rapidly deployed. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that intervention was performed approximately two months post the event and a (B)(4) was implanted to resolve the event. No further relevant information was provided at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: review of pre-implant CT¿s revealed that the patient had a thoracic type b dissection. The dissection false lumen was seen just across the arch beginning ~6cm caudal to the lsa, and extended into the descending thoracic. The proximal entry tear was observed near the bottom of the arch, and the dissection continued to the distal portion of the descending thoracic. The returned films were only of the chest, and therefore did not show the full extent of the dissection possibly beyond the proximal portion of the patient¿s descending aorta. The true lumen diameter just caudal to the lsa measured ~27mm (a-p), and across the arch near the start of the dissection the overall thoracic diameter measured 34mm, with a t-l diameter narrowing to 15mm. The t-l ranged in diameter from ~13 ¿ 16mm, and overall thoracic diameter (tl + fl) ranged from 33 ¿ 30mm; in the a-p axis. No appreciable thrombus or calcification was observed. The cause of the reported event of the stent graft deploying into the false lumen could not be determined from the pre-implant films provided. Images during implant were not provided and the reported event could not be reviewed, and pos t-implant cts were also not available for assessment of the stent graft in-vivo configuration. It is possible that anatomical issues related to the patient¿ pre-existing dissection, and/or procedural issues related to the stent graft deployment, may have led to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: it was also reported that during the index procedure, an unknown endoleak occurred. It was reported that the endoleak had thrombosed before the (B)(4) extension was implanted. (B)(4). If information is provided in the future, a supplemental report will be issued.